Event description:
It was reported that pump was experiencing purge failure alarms while in use. Use of pump was discontinued and pt was treated with drug therapy. There were no reported pt complications.

Manufacturer narrative:
Arrow worldwide support determined pcs assembly needs to be replaced. Part will be sent to arrow for failure analysis.